Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year four months post implant of this aortic bioprosthetic valve, the device was explanted and replaced for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to severe aortic regurgitation caused by endocarditis. The organism causing the endocarditis was not identified. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.